Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the manufacture's database indicated the patient died approximately six months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. There was a breach cut and a cosmetic depression in the outer insulation at the connector. Apparent explant damage was noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A breach cut, white substance, and a cosmetic depression were all noted on the outer insulation at the connector. Apparent explant damage was noted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.